Event description:
(B)(4). No serious injury alleged. Malfunction alleged. End user states the lift has a mind of its own. The up button lowers the lift and sometimes won't move at all when buttons are pushed. MDR filed.